Event description:
Reported by the patient as: "port leak". Event clarified as: "the stainless steel tube connector eroded through the tubing, hereby causing an opening. Dr levine cut the portion of the tubing off and then reconnected the tubing using the same stainless steel tube connector."

Manufacturer narrative:
Medwatch sent to FDA on: 14/sep/07. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create an stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."